Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and the customer received an empty cartridge alarm. Reportedly, the cartridge had been recently loaded and contained insulin. The customer's blood glucose level was 100-120 mg/dl. A replacement pump was sent to the customer to resolve the issue, customer used a backup pump for insulin delivery.